Event description:
On march 17, 2021 fujifilm medical systems u.s.a. Was informed of an incident that occurred during an ercp procedure involving the ed-580xt duodenoscope. During a sphincterotomy, a mucosal burn was noticed proximal to the ampulla and away from the cutting wire of the sphincterotome. No additional medical treatment was required as a result of the burn. This event was reported to the manufacturer on 03-17-2021. The manufacturer reported this event to FDA under report # 3001722928-2021-00008.